Event description:
The accounts maintenance stated that the bed was not going into the trend position. The trend linkage on the right side of the bed has a pin missing and the trend linkage wasn't moving.

Manufacturer narrative:
The accounts maintenance replaced the left trend gas spring and a roll pin in the trend linkage to repair the bed.